Manufacturer narrative:
Philips service replaced the fuse in spc2 and restored the system functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)

Event description:
It was reported to philips that spc card failure caused geometry malfunction during clinical use on an allura xper fd20. The clinical use of the system was in clinical use. There was no reported patient or user harm.